Manufacturer narrative:
Analysis of the desktop charger confirmed the allegation of the connector being damaged.(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The charger quit charging. It was reported that it was thought that the plug in leads were compromised.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the ins recharger (insr) was not taking a charge and the ins was in discharge. The patient confirmed they were not feeling stimulation. The patient stated they had spoken to a manufacturer representative (rep) who tried a few things to resolve the insr not taking a charge but was unable to. A replacement insr and desktop charger were sent due to damaged connectors on both. No further complications were reported/expected.